Manufacturer narrative:
(B)(4).

Event description:
The customer reported that they opened a new package and the single inner cannula provided with the 6dct that seems to be too long. There was no patient involved.